Event description:
It was reported that the tubing of this inflatable penile prosthesis eroded through the skin of the scrotum. The device was explanted and replaced. No further patient complications were reported.